Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the lathes causing the issue. The field service engineer serviced all the latches and reseated connections to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, it was encountered a failure. The customer reported that the issue arose when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.